Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material in the following components: the forceps elevator, the adhesive around the objective lens, the upward/downward angulation control knob, and the right/left knob. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material adhering to the subject device could not be determined. There was no deviation from IFU in reprocessing steps for the area where the foreign material remained. Physical damage was confirmed on the area where the foreign material remained. Such events can be detected and prevented according to the following ifus: IFU states the detection method in "duodenovideoscope,tjf-q170v,operation manual chapter 3 preparation and inspection". IFU states the preventive measure in "duodenovideoscope,tjf-q170v,reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.